Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent revision procedure wherein a lead was added and the ipg pocket site was relocated. It was also reported that the ipg was replaced with an MRI compatible and the explanted ipg will not be returned.